Event description:
It was reported that the patient experienced unintended insulin delivery behavior related to meal announcements while using the ilet, including an accidental late meal announcement approximately 30 minutes after eating and subsequent corrective actions that contributed to glycemic variability; a recent supply change was also noted. Symptoms included hyperglycemia and hypoglycemia. Outcomes included self-management guidance to avoid insulin stacking and reduce a rollercoaster glucose pattern, with no hospitalization. Investigation included review of device data and coaching on correct meal announcement timing. Investigation of this case revealed user-related use error with late meal reporting and likely overcorrection, consistent with known operational characteristics of automated insulin delivery when bolus inputs are delayed. It was concluded, based on previously established findings for similar reports, that the cause was use error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.